Event description:
It was reported that the patient hit his head when he fell from bed the night prior to the date of this report, but he did not felt any discomfort. The patient felt that the lead was stretching on the date of this report. The patient was concerned if the fall would influence the device.

Manufacturer narrative:
Product ID neu_unknown_lead; product type lead. (B)(4).